Event description:
It was reported that an ambulatory infusion pump significantly over-delivered during pain management therapy. The reporter indicated there was no pt harm. Testing and eval of the returned pump by the MFR demonstrated that the health care professional set up the pump in "volume delivery mode" rather than the "drug concentration delivery mode" resulting in the over-delivery. The operator's manual provides instructions for setting up the pump in either delivery mode.

Manufacturer narrative:
Per the reporter, on (B)(6) 2011 at 11:45 am, the nurse set up a new drug reservoir with 45 ml of dilaudid. The drug concentration was 10 mg/ml. The prescribed delivery was 16 mg/hr basal rate with a 4 mg bolus every 10 mins. The pump was checked at 1:45 pm, the same day and the residual volume displayed 11.3 ml, but was expected to display 41.8 ml (i.e., 2 hours at 1.6 ml/hr). This indicated that significant over-delivery occurred. The infusion pump was returned, evaluated, and tested per standard test procedures by the MFR. Performance testing of the pump demonstrated that it functioned within specification. Review of the pump's event history indicated that the pump was initially incorrectly programmed by the health care professional in "volume mode", causing the over-delivery. The provider discovered the error at the 1:45 pm check and correctly re-programmed the pump in "concentration mode" which resolved the over-delivery event. Follow-up with the initial reporter (health care professional) confirmed the cause of the event was user error. A review of the device operator's manual (ref 100-090xc) confirms that instructions are provided for proper programming in concentration mode. A review of historical records indicates there have been no similar reports.